Event description:
It was reported that during a procedure to treat a lesion in the mid circumflex with heavy tortuosity, mild calcification a balance middleweight universal ii guide wire was advanced. Reportedly, a 2.0x20 non-abbott balloon dilatation catheter could not be advanced into the target vessel because the guide wire was not smooth (irregular texture). Resistance was felt with the bmw universal ii guide wire during withdrawal of the non-abbott balloon dilatation catheter. The bmw universal ii guide wire was replaced with a new guide wire and the same non-abbott balloon dilatation catheter was successfully used to treat the target lesion. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was originally reported that the device would be returned for evaluation. Additional reported information indicates that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.